Event description:
It was reported that the patient with this pacemaker experienced dizzy spells. Technical services (ts) reviewed the data and noted there was oversensed noise on the right ventricular (rv) channel. Subsequently, the device was interrogated and upon interrogation, it was found to be in safety mode. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.